Event description:
The procedure was coil embolization of a ba-top (no vessel/aneurysm characteristics were provided), and when the 2nd coil (orbit rdfl complex standard-638cs1430/ 15244847) was placed into the target aneurysm with the excelsior sl10 (mc) microcatheter, but while attempting to pull it back from the aneurysm, the coil got entangled with the first coil (details unknown), and prematurely detached in the aneurysm. Detachment was not attempted. Afterwards, another 7 coils were placed and the procedure was successfully completed. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. The product is not available for evaluation. High resolution fluoroscopy was used during the procedure. No kinks were noted in the mc that may have contributed to the event, during insertion or any other time, no resistance was met. Other products catalog and lot numbers consisted of vrd (details unknown), two envoy catheter (5fr and 6fr, details unknown), and guidewire (transend/bsj). No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a basilar artery top aneurysm the second coil, a 14x30 trufill dcs orbit rdfl complex standard, with attempt to pull the coil back from the aneurysm it got entangled with the first coil and prematurely detached in the aneurysm. The procedure was successfully completed with placement of another seven coils. There was no patient injury reported. There is no information available regarding the vessel/aneurysm characteristics. The coil was placed via an excelsior sl10 mc and was conducted in accordance with the IFU. A constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. High resolution fluoroscopy was used during the procedure. No kinks were noted in the mc that may have contributed to the event, during insertion or any other time; no resistance was met. Other products consisted of vrd (details unknown), two envoy catheter (5fr and 6fr, details unknown), and guidewire (transend/bsj). No additional information is available. The delivery system is not available for analysis. With review of the available information, it appears that device interaction/coil entanglement during withdrawal of the delivery system was the cause of the premature detachment. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It appears that clinical/procedural factors contributed to the premature detachment; however, without the return of the delivery system for analysis a definitive conclusion cannot be made. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15244847 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.